Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for non-sustained rv oversensing was observed. It was only determined that the device was oversensing on the near field channel. T-wave oversensing when ventricular ectopic beats were occurring. Performing isometric testing to assess any oversensing/eliminate any lead issue was suggested. This was done and no oversensing was seen or any lead issues were noted. The patient condition was fine.